Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at ten atms on the third inflation. The first inflation was to six atms and the second inflation was to ten atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic artery. The physician used a 6f brite tip jl3.5 guide catheter and a traverse guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'